Event description:
This is a spontaneous report by a consumer with supplemental information by the nurse in the USA of transfer set came apart and peritonitis in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies. On an unreported date, the patient began treatment with dianeal pd4 ambuflex and dianeal pd4 ultrabag intraperitoneally (ip) for peritoneal dialysis (pd). Dianeal therapies were ongoing. During a call with baxter customer services, the following was reported. On an unknown date, the patient experienced peritonitis due to the patient's transfer set coming apart. On an unreported date, a peritoneal effluent culture was performed and the results were unknown. The patient was not hospitalized for peritonitis. Treatment was not reported for the events. On (B)(6) 2012 global pharmacovigilance followed up with the peritoneal dialysis nurse (pdrn) regarding this event. The pdrn reported that the start date of the peritonitis was on (B)(6) 2012, a pd effluent culture was performed and the patient was treated with unspecified antibiotics. The patient was not hospitalized for the peritonitis. On (B)(6) 2012, the transfer set came apart at the site of the titanium adapter, and the patient taped it back together and continued therapy. The patient did not screw on the titanium adapter tightly, and did not realize this could be done. The peritonitis was possibly caused by the loose titanium adapter. A transfer set change was done on (B)(6) 2012. The patient was retrained on proper aseptic technique. On (B)(6) 2012, the patient had a relapse in peritonitis and repeat cultures were done which were (B)(6). The pdrn stated that the (B)(6) were possibly due to contamination during collection, but the patient was treated again with unspecified antibiotics. The patient was recovering from the peritonitis and therapy was ongoing. The peritonitis was not related to the dianeal solution, or to baxter disposable devices. Peritonitis may have been related to the loose titanium adapter. No further information was given at this time.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). On (B)(4) 2012 received follow up information from gpv. The peritoneal dialysis nurse confirmed that the patient had relapsing peritonitis since (B)(6) 2012, and that the patient was never hospitalized for the peritonitis. On 16 apr 2012, the patient was first diagnosed with peritonitis. On (B)(6) 2012 the patient started treatment with ip cefzolin for 2 weeks, and oral moxifloxin 400mg daily for 14 days. On (B)(6) 2012, the transfer set came away from the pd catheter in the middle of the night and the patient did not clamp the connection. Peritonitis was caused by loose connection between the pd catheter and the transfer set. On (B)(6) 2012, the patient was started on unspecified antibiotics again for a repeat episode of peritonitis (causative organism was brevibacterium casei.) On (B)(6) 2012, the patient was diagnosed with peritonitis again and a pd effluent culture and sensitivity was performed. On (B)(6) 2012, patient started treatment with ip cefepime. The results from the susceptibility on (B)(6) 2012 showed that brevibacterium case was sensitive to vancomycin and the treatment was changed to ip vancomycin for one month, twice weekly. The patient's last dose of vancomycin was on (B)(6) 2012. On (B)(6) 2012, the patient set up the cycler, awoke in the middle of the night, saw fluid on the floor, and found a hole in the extension set tubing. The nurse clarified that the patient developed cramps/abdominal pain after she noticed the hole in the tubing. The patient discarded the damaged tubing and the box it came in. The damaged tubing will be addressed in separate report. On (B)(6) 2012, the patient was started on oral moxifloxin 400mg daily. Pd therapy was ongoing. The patient had impeccable aseptic technique and is recovering from the events. Relapsing peritonitis was related to the loose connection between the transfer set and the titanium adapter. The events were not related to the solution. The nurse did not implicate any other baxter device or disposable product as a cause of events. The nurse declined to provide further information.

Manufacturer narrative:
(B)(4)): follow-up information was received from a nurse. The nurse clarified that the patient did not experience a separate episode of peritonitis as a result of the damaged extension set because the patient had already been on antibiotics for a previous episode of peritonitis. The nurse stated that there was no damage noted to the supplies during setup and the hole was found during the therapy.